Event description:
It was reported the implantable cardioverter defibrillator (ICD) displayed a high voltage, sensing, and detection problem and inappropriate therapy was delivered. Additionally, arrhythmia discrimination by the device was questioned. Additional information regarding the event was requested, but not received. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.